Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they called healthcare provider as they had been in serious pain and they couldn't get up or do anything without being in serious pain. Pt said that hcp told them to call mdt to see what could be done and then to call hcp back if needed. Pt said that they had the stimulation turned up to 14, however they still couldn't do anything. Pt said that they tried switching to groups b and c as well, however the issue was not resolved. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. When asked for the event date, pt said that it was pretty much since the ins was implanted; pt said that it was within the first couple weeks or so and that the pain was still non-stop.